Manufacturer narrative:
Findings; pump received with no button response due to corroded keypad traces on up arrow button. No button error alarm during testing. Unable to confirm unexpected alarm and unable to perform any tests due to button unresponsive. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call a button error. They stated that even after the battery was removed and the insulin pump rested for ten seconds, the alarm persisted. The customer¿s blood glucose level was unknown at the time of the incident. The customer also did not have the insulin pump with them during the call and was advised to call back. The customer called back on (B)(6) 2017 to continue troubleshooting. The customer stated that the button error occurred about (B)(6) 2017 and that they have been off the insulin pump. The customer stated that the up arrow and bolus buttons were unresponsive and also mentioned receiving an unexpected restart alarm after about ten minutes when a new battery was inserted. The customer stated that they were stuck in the rewind/prime and could not exit due to the unresponsive esc button. Troubleshooting for button error/keypad anomaly was performed. The customer stated they were in barbados and it was humid when asked for any significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined to troubleshoot for other issues reported. The insulin pump will be returned for analysis.